Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-02589, -02590, -02592. This report will be updated when investigation is completed.

Event description:
Allegedly revised due to mom complications.